Event description:
This lead was attempted at implant on (B)(6) 2013 but was not successful due to too much heart scar. Maximum capture was not possible in any position. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).